Event description:
The facility reported a colleague infusion pump with a failure code 812:02. It is unknown when this condition occurred, however, it is known to have occurred in the medical surgery department. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a failure code 812:02 was confirmed by baxter personnel in the pump's event history. The evaluation is in the process of being completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with a failure code 812:02 was confirmed by baxter personnel during product evaluation. The assignable cause of the reported problem was a faulty pump head module. The pump head module was replaced in order to correct this condition.